Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection of the sfa with slow flow and macro embolism to the tibioperoneal trunk (tpt) artery occurred post-atherectomy. Two lesions were treated. The proximal sfa lesion was 40-60% stenotic, severely calcified, and 100mm in length. The distal sfa lesion was 100% stenotic, moderately calcified, and 20mm in length. The proximal sfa lesion was treated with 2.25mm solid crown oad which was spun for two runs at low speed (30sec each) and at medium speed for two runs (30sec each) for a total run time of 60sec. The residual stenosis was 20%. The distal sfa lesion was treated with 2.25mm solid crown oad which was spun for two runs at low speed (30sec each), and at high speed for two runs (30sec each) for a total run time of 60sec. The residual stenosis was 20%. At this point, an sfa dissection was noted. Both sfa lesions were treated with a 2.0x20mm balloon. The proximal sfa was treated with two inflations at 2.5atms each for a total inflation time of 4mins. The distal sfa was treated with one inflation at 2.5atms for a total inflation time of 2mins. An unspecified size stent was then placed. The residual stenosis was 0%. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 32 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).